Event description:
When carrying out an osteomedullary biopsy on (B)(6) 2023, failure to collect the medullary core by the extraction cannula which is not waterproof and does not allow the sample to be maintained to recover it at the exit of the cannula. Collection of the biopsy sample after diversion maneuver which is at risk of hemorrhage. This event was a source of stress for the patient and caused an organizational dysfunction with an extension of the duration of hospitalization of the patient in day hospital. To compensate for the incident, it was necessary to apply several pressure dressings and to reinforce clinical monitoring.

Manufacturer narrative:
Sample is not available for return. Argon is actively investigating this event. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted. There were no deviations or non conformances noted. The customer has stated that no sample is available to return for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for determination of cause for failure and necessary corrective action. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
When carrying out an osteomedullary biopsy on (B)(6) 2023, failure to collect the medullary core by the extraction cannula which is not waterproof and does not allow the sample to be maintained to recover it at the exit of the cannula. Collection of the biopsy sample after diversion maneuver which is at risk of hemorrhage. This event was a source of stress for the patient and caused an organizational dysfunction with an extension of the duration of hospitalization of the patient in day hospital. To compensate for the incident, it was necessary to apply several pressure dressings and to reinforce clinical monitoring.

Manufacturer narrative:
UDI related data quality updates only.